Manufacturer narrative:
The tandem t:slim g4 pump user guide states to not use any other insulin with your pump other than u-100 humalog or novolog. Only huma­log and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin. Additionally, the cartridge was filled with u-500 insulin, the customer reloaded the cartridge successfully and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.